Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), cholecystectomy ("gallbladder removal") and appendicectomy ("appendix removal") in a 24-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4, tooth pain, appendectomy and cholecystectomy. *CT kidneys-ureter -bladder without contrast. Concurrent conditions included abdominal pain, vomiting and abdominal bloating. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 months 20 days after insertion of essure (ess205). In (B)(6) 2008, the patient underwent appendicectomy (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and alopecia was resolving, the menstrual disorder, infection, depression, anxiety, dyspareunia, abdominal pain lower, tooth disorder and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, appendicectomy, back pain, cholecystectomy, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: leave taken from this job or other job for medical reasons-left too many times, couldn't work due to pain and complications due to essure, I lost my job recently. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: ultrasound done which showed the uterus is normal in position measurmq 8.2 x '.> x 4.1cm. Endometrial complex measures 4mn,. Prominent paraovaraion vessels are noted. No focal fibroids are identified .mildly prominent paraovanan vessels. Normal sonographic appear a nee of tile ovaries. Lower abdominal pain,pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2018: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 24-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4, tooth pain, appendectomy and cholecystectomy. *CT kidneys-ureter -bladder without contrast. Concurrent conditions included abdominal pain, vomiting and abdominal bloating. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 months 20 days after insertion of essure (ess205). In (B)(6) 2008, the patient underwent appendicectomy ("appendix removal"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient underwent cholecystectomy ("gallbladder removal"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("lower back pain"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary "). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, infection, depression, anxiety, dyspareunia, abdominal pain lower, tooth disorder and back pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, appendicectomy, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: leave taken from this job or other job for medical reasons-left too many times, couldn't work due to pain and complications due to essure, I lost my job recently. Discrepancy noted in date of insertion (B)(6) 2007. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: ultrasound done which showed the uterus is normal in position measurmq 8.2 x '.> x 4.1cm. Endometrial complex measures 4mn,. Prominent "paraovarian" vessels are noted. No focal fibroids are identified. Mildly prominent "paraovarian" vessels. Normal sonographic appear a nee of tile ovaries. Lower abdominal pain,pelvic pain. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Events added - bladder / urinary. Outcome of event pelvic pain were updated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 and tooth pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded on (B)(6) 2014,pelvic ultrasound done which showed the uterus is normal in position measurmq 8.2 x '.> x 4.1cm. Endometrial complex measures 4mn,. Prominent paraovaraion vessels are noted. No focal fibroids are identified .mildly prominent paraovanan vessels. Normal sonographic appear a nee of tile ovaries most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, depression, anxiety, dysmenorrhea, dyspareunia, lower abdominal pain, she did not undergo essure confirmation test added.reporters,lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('persistent pelvic pain'). In a 24-year-old female patient who had essure (ess205) (batch no. 623315), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: multigravida, parity 4, tooth pain, appendectomy and cholecystectomy. CT kidneys-ureter -bladder without contrast. Concurrent conditions included: abdominal pain, vomiting and abdominal bloating. Concomitant products included: nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"), (B)(6) months (B)(6) days after insertion of essure (ess205). In (B)(6) 2008, the patient underwent appendicectomy ("appendix removal"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient underwent cholecystectomy ("gallbladder removal"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("lower back pain"), bladder disorder ("bladder /urinary") and urinary tract disorder ("bladder /urinary"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved. The menstrual disorder, infection, depression, anxiety, dyspareunia, abdominal pain lower, tooth disorder and back pain outcome was unknown. And the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, appendicectomy, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: leave taken from this job or other job for medical reasons-left too many times. Couldn't work, due to pain and complications, due to essure. I lost my job recently. Discrepancy noted in date of insertion: (B)(6) 2007. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007, results: essure device was successfully occluded; ultrasound pelvis: on (B)(6) 2014, ultrasound done. Which showed the uterus is normal in position measure 8.2 x .> x 4.1cm. Endometrial complex measures 4mn. Prominent paraovarian vessels are noted. No focal fibroids are identified. Mildly prominent paraovarian vessels. Normal sonographic appear a nee of tile ovaries. Lower abdominal pain, pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 24-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4, tooth pain, appendectomy, cholecystectomy, appendicitis, menometrorrhagia and uterine bleeding. *CT kidneys-ureter -bladder without contrast. Concurrent conditions included abdominal pain, vomiting and abdominal bloating. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 months 20 days after insertion of essure (ess205). In (B)(6) 2008, the patient underwent appendicectomy ("appendix removal"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient underwent cholecystectomy ("gallbladder removal"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("lower back pain"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary "). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, infection, depression, anxiety, dyspareunia, abdominal pain lower, tooth disorder and back pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, appendicectomy, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: leave taken from this job or other job for medical reasons-left too many times, couldn't work due to pain and complications due to essure, I lost my job recently. Discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2007. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: fallopian tube closure devices in place bilaterally. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Ultrasound pelvis - on(B)(6) 2014: ultrasound done which showed the uterus is normal in position measurmq 8.2 x '.> x 4.1cm. Endometrial complex measures 4mn,. Prominent paraovaraion vessels are noted. No focal fibroids are identified .mildly prominent paraovanan vessels. Normal sonographic appear a nee of tile ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain,pelvic pain, back pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, medical history, lab data added. Event: endometrial ablation performed on the same day of essure insertion added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), cholecystectomy ("gallbladder removal") and appendicectomy ("appendix removal") in a 24-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4, tooth pain, appendectomy and cholecystectomy. *CT kidneys-ureter -bladder without contrast. Concurrent conditions included abdominal pain, vomiting and abdominal bloating. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 months 20 days after insertion of essure (ess205). In (B)(6) 2008, the patient underwent appendicectomy (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and alopecia was resolving, the menstrual disorder, infection, depression, anxiety, dyspareunia, abdominal pain lower, tooth disorder and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, appendicectomy, back pain, cholecystectomy, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: leave taken from this job or other job for medical reasons-left too many times, couldn't work due to pain and complications due to essure, I lost my job recently. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: ultrasound done which showed the uterus is normal in position measurmq 8.2 x '.> x 4.1cm. Endometrial complex measures 4mn,. Prominent paraovarian vessels are noted. No focal fibroids are identified .mildly prominent paraovarian vessels. Normal sonographic appear a nee of tile ovaries. Lower abdominal pain,pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- lot number added. New events dental problems, hair loss, lower back pain, appendix removal, gallbladder removal were added. Outcome of abnormal vaginal bleeding, abnormal bleeding(menorrhagia), dysmenorrhea (cramping) updated to recovered / resolved. Height was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 24-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4, tooth pain, appendectomy and cholecystectomy. *CT kidneys-ureter -bladder without contrast. Concurrent conditions included abdominal pain, vomiting and abdominal bloating. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"), 9 months 20 days after insertion of essure (ess205). In (B)(6) 2008, the patient underwent appendicectomy ("appendix removal"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient underwent cholecystectomy ("gallbladder removal"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("lower back pain"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary "). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, infection, depression, anxiety, dyspareunia, abdominal pain lower, tooth disorder and back pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, appendicectomy, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: leave taken from this job or other job for medical reasons-left too many times, couldn't work due to pain and complications due to essure, I lost my job recently. Discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2007. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: ultrasound done which showed the uterus is normal in position measurmq 8.2 x '.> x 4.1cm. Endometrial complex measures 4mn,. Prominent paraovaraion vessels are noted. No focal fibroids are identified .mildly prominent paraovanan vessels. Normal sonographic appear a nee of tile ovaries. Lower abdominal pain,pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Events added - bladder / urinary. Outcome of event pelvic pain were updated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.